Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. [Medwatch # 2024168-2017-02310].

Event description:
Subsequent to the initial filed report, the abbott vascular returned goods lab received the 2.75x12 nc trek rx balloon dilatation catheter in the following condition: the outer member was stretched at the proximal seal for a length of 1 mm and at the mid lap seal for a length of 1 mm. The inner member was separated at the proximal balloon marker and the proximal separated end was located 6 cm proximal to the separation. The inner member was jagged at the separation. The outer member and the balloon were still intact. The device was not separated into two pieces. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported during prep, prior to flushing the 2.75x12 nc trek rx balloon dilatation catheter (bdc), an attempt was made to remove the protective sheath from the balloon, but it was unable to be removed, and was, thus, not used in the patient. Another unspecified device was used to successfully complete the procedure. There was no other device or procedural issue. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.